Event description:
It was reported the patient fell and stopped receiving stimulation in the prescribed area. The scs lead had migrated and the patient was receiving stimulation in another location. Follow-up identified the patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.